Manufacturer narrative:
Corrected data: only the s1 lead (serial (B)(4) was explanted and not replaced. The l5 lead remains implanted.

Event description:
Additional follow-up indicates that only the s1 lead (serial (B)(4) was explanted and not replaced on (B)(6) 2019 as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-10959. It was reported the patient had been receiving ineffective stimulation. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.